Event description:
It was reported that study patient was hospitalized due to worsening depression. The event was severe and indicated to be unknown if related to the device, stimulation, or procedure. The event has recovered/resolved.

Event description:
Modified information from the reconciliation report noted that event is not related to vns therapy, device or surgery.